Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the the distal part of the neuron max 6f 088 long sheath (neuron max) was kinked upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore the neuron max was not used in the procedure. The procedure was completed using a new neuron max.

Manufacturer narrative:
Results: the distal tip of the neuron max was partially fractured. The neuron max was kinked approximately 14.0 and 49.0 cm from the hub. The packaging mandrel was returned loose inside the product pouch. Conclusions: evaluation of the returned neuron max revealed the distal tip was partially fractured. If the packaging mandrel becomes unsecured from the packaging card it may pin the neuron max distal tip between the mandrel and packaging tube. If the neuron max is subsequently retracted while pinned, the distal tip will likely fracture and some stretching may result. Further evaluation revealed kinks along the length of the catheter. This is likely due to the returned packaging condition and was incidental to the reported issue. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.